Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including surgeries on (B)(6) 2006, (B)(6) 2007 and (B)(6) 2009. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2006 by dr. (B)(6) due to right ureteral obstruction and on (B)(6) 2007 by dr. (B)(6) due to right distal ureteral strictures both at riddle memorial hospital. It was reported that patient concurrently underwent vaginal colpopexy extraperitoneal approach, posterior colporrhaphy with perineoplasty and cystoscopy.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2006 by dr. (B)(6) due to right ureteral obstruction and on (B)(6) 2007 by dr. (B)(6) due to right distal ureteral strictures both at riddle memorial hospital. It was reported that patient concurrently underwent vaginal colpopexy extraperitoneal approach, posterior colporrhaphy with perineoplasty and cystoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary tract infections and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, hesitancy, urgency, urge incontinence, and stress incontinence.

Event description:
It was reported that following insertion the patient experienced frequency, hesitancy, urgency, urge incontinence, and stress incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.